Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient fell and dislocated hip. Doctor decided to implant a trident titanium cup (509-02-60f), with mdm insert (626-00-46f). Upon closure and moved to recovery room. Post-op films were ordered and showed the physician that the hip was dislocated. Physician tried to relocate. But decided to take back to the or the following day. After exposer, physician noticed the liner wasn't seated to the shell. He removed the liner and replaced with new liner and relocated the hip. C-arm was used intra-op to verify the hip was located. On (B)(6) 2013, the sales rep confirmed that the metal mdm liner wasn't seated properly during the surgery on (B)(6) 2013 because some soft tissue got behind the liner. This is why patient dislocated and required a second revision.

Event description:
Patient fell and dislocated hip. Doctor decided to implant a trident titanium cup ((B)(4)), with mdm insert ((B)(4)). Upon closure and moved to recovery room. Post-op films were ordered and showed the physician that the hip was dislocated. Physician tried to relocate. But decided to take back to the or the following day. After exposer, physician noticed the liner wasn't seated to the shell. He removed the liner and replaced with new liner and relocated the hip. C-arm was used intra-op to verify the hip was located. On (B)(4) 2013, the sales rep confirmed that the metal mdm liner wasn't seated properly during the surgery on (B)(6) 2013 because some soft tissue got behind the liner. This is why patient dislocated and required a second revision.

Manufacturer narrative:
An event regarding dislocation involving a mdm liner was reported. The event was not confirmed. Visual inspection: scratches were observed on the articulating surface of the mdm liner, most likely due to explantation. Dimensional inspection: the returned device was within specification all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.